Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. The suture was broken during use. Another like device was used with no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01707. The same patient is represented in each medwatch.